Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose (bg) level was 259 mg/dl with ketones. The customer required the assistance of the contact to administer a manual injection to address elevated bg level. In addition, the contact stated that elevated bg levels had been experienced in the past. However, no additional information could be obtained, as the contact abruptly ended the call. During a follow up call, the contact reported that cartridge load issues had been experienced. However, the contact refused to troubleshoot with tandem technical support or provide additional information. Reportedly, the customer would continue use of the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the malfunction alarm was verified. In addition, functional testing was performed and no failure was identified related to the high bg issue. The load issue could not be confirmed.